Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. It was reported in the event that tough tissue was encountered and the needle also hit bone. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the tip of the multifire scorpion needle broke-off inside the patient. The tip was seen via x-ray post-operatively. Follow-up investigation: the multifire scorpion needle was dry fired prior to use in the procedure. The needle made 3 passes of the suture and broke on the 4th pass. It was reported that tough tissue was encountered and the needle also hit bone. Procedure was a mini-open repair. The repair procedure was performed on the left shoulder.